Event description:
It was reported the cable of the camera head was damaged and had internal exposure. The reported malfunction occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cable of the camera head was damaged and had internal exposure. The reported malfunction occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: g3, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to a component failure. Olympus will continue to monitor the field performance of this device.